Event description:
On (B)(6) 2019, a male patient received a perceval pvs23 to replace the native stenotic valve. After closing the aorta and weaning the patient from bypass, central leak and improper leaflet coaptation were reported. The device was explanted intraoperatively due to the aortic regurgitation detected and was replaced by a perimount magna ease. It is reported that the patient's own heartbeat was not restoring. The patient reportedly passed away 7 days after the procedure due to multiple organ failure. Per the surgeon's assessment, the patient's death is not related to the perceval valve.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The device was returned to the manufacturer and it was received on (B)(6) 2019. Further investigation on the device is ongoing. Upon completion, a follow up report will be submitted.

Event description:
On (B)(6) 2019, a male patient received a perceval pvs23 to replace the native stenotic valve. On the same day, the device was explanted due to significant aortic regurgitation. A central leak and improper leaflet coaptation were reported.